Event description:
It was reported that the patient was hospitalized with a low blood glucose of 32 mg/dl. It was stated that he experienced two seizures as well. The patient had been experiencing blood glucose levels in the range of 40 mg/dl for a couple of days prior to the event. Troubleshooting was performed. Found that the time was set to am instead of pm, which was affecting the patient's basal rates. The date was also off by three days. Assisted with the correct programming, and explained the impact of having the wrong time/date. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.